Event description:
The customer reported by the customer's mother, that the customer had differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 90, blood glucose reading 448mg/dl. No additional information was provided it was also reported that the cannulas are bent when they are removed. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.